Event description:
It was reported on (B)(4) 2016 that this vns patient passed away. The physician found out when they tried to call the patient to confirm an appointment. The patient passed away in (B)(6) 2016. He was reported as being ill and died in his sleep, but no specifics are available. Clinic notes for patient (B)(6) received on (B)(4) 2016. The notes were dated (B)(6) 2012. Notes state vns has helped decrease his seizures. System diagnostics were within normal limits. The incoming fax from the physician states that (B)(6) 2012 was the last time they saw the patient. Therefore, there is no commentary on the patient's death.